Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted due to the patient's infection. Two non-boston scientific leads were also explanted during the procedure. The patient received a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.